Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros intact pth (ipth) results obtained from patient samples and non-vitros biorad quality control (qc) fluid when tested on a vitros 5600 integrated system. Vitros ipth lot 1640, patient 1 result of 24.55 pg/ml versus the expected vitros ipth lot 1605 result of 40 pg/ml vitros ipth lot 1640, patient 2 result of 523.64 pg/ml versus the expected vitros ipth lot 1605 result of 854 pg/ml vitros ipth lot 1640, patient 3 result of 24.36 pg/ml versus the expected vitros ipth lot 1605 result of 40.47 pg/ml vitros ipth lot 1640, patient 4 result of 24.81 pg/ml versus the expected vitros ipth lot 1605 result of 39.48 pg/ml vitros ipth lot 1640, patient 5 result of 522.48 pg/ml versus the expected vitros ipth lot 1605 result of 865.32 pg/ml vitros ipth lot 1640, patient 6 result of 535.24 pg/ml versus the expected vitros ipth lot 1605 result of 864.94 pg/ml vitros ipth lot 1640, biorad level 1 results of 24.20, 24.57, 24.36 and 24.81 pg/ml versus the expected result of 36.4 pg/ml vitros ipth lot 1640, biorad level 3 results of 522.48, 523.64, 535.24, 520.24 and 530.07 pg/ml versus the expected result of 803.6 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected results were obtained from patient samples and non-patient fluids. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined lower than expected vitros intact pth (ipth) results obtained from patient samples and non-vitros biorad quality control (qc) fluid when tested on a vitros 5600 integrated system. A definitive assignable cause could not be determined. However, a vitros ipth performance issue cannot be completely ruled out as contributing to the event as acceptable results were obtained from the same qc fluids using alternate vitros ipth lot 1605. The customer did not perform any precision testing on the instrument, so no assessment of the instrument performance at the time of the event was made. Therefore, an instrument issue could have contributed to the event. On 17 november 2022, a communication (cl2022-275 potential for negative bias when using vitros® immunodiagnostic products intact pth reagent pack) was sent to all customers who have been shipped vitros ipth reagent pack within the previous 12 months. The communication informed customers that when using the affected ipth lots listed, customers may experience lower than expected results. When processing patient samples an average negative bias of approximately -12% may be observed. In addition, a variable negative shift in performance was also confirmed using biorad liquicheck/lyphocheck specialty immunoassay controls and thermo scientific mas omni immune immunoassay controls when compared to their published assigned values. Ortho has assigned new mean and sd values for available biorad and thermo fisher control lots for use specifically with the affected lots listed in the communication. Vitros immunodiagnostic products ipth controls do not detect this bias, therefore no performance shifts of the controls were observed. Ortho¿s investigation has identified the root cause of this issue stems from a raw material used in the affected lots. The FDA was notified of this issue on 17 november 2022. Please refer to report #3007111389-11/17/2022-001-c.